Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close fallopian tube)". The patient's past medical history included cholecystectomy, cholelithiasis, nausea, vomiting, gastritis, abdominal pain and fever. Concurrent conditions included uterine fibroid, cervical cancer and cervicitis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: ") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion pathology report: uterus, cervix, both fallopian tubes: right & left uterine tubes with fimbriated ends, benign. Stents in place in both tubes. Mild chronic cervicitis. Autolyzed endometrium and adenomyosis of corpus uteri (140 g). Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Events depression and mental anguish, fatigue are added. Lab data updated. Historical & concomitant conditons drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close fallopian tube)". The patient's medical history included: cholecystectomy, cholelithiasis, nausea, vomiting, gastritis, abdominal pain and fever. Pathology report: uterus, cervix, both fallopian tubes: right & left uterine tubes with fimbriated ends. Benign stents in place in both tubes. Mild chronic cervicitis. Autolyzed endometrium and adenomyosis of corpus uteri (140 g). Concurrent conditions included: uterine fibroid, cervical cancer and cervicitis. Concomitant products included: medroxyprogesterone acetate (depo provera) and nsaids. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved. And the depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2014, results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close fallopian tube)". The patient's medical history included cholecystectomy, cholelithiasis, nausea, vomiting, gastritis, abdominal pain and fever. *pathology report: uterus, cervix, both fallopian tubes: right & left uterine tubes with fimbriated ends, benign. Stents in place in both tubes. Mild chronic cervicitis. Autolyzed endometrium and adenomyosis of corpus uteri (140 g). Concurrent conditions included uterine fibroid, cervical cancer and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) and nsaids. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: "), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event abnormal bleeding , outcome , of event , rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.